Manufacturer narrative:
Additional information: device available for evaluation? ¿ yes returned to manufacturer - jun 29, 2018. Date received by manufacturer ¿ 30aug2018. Device evaluated by manufacturer ¿ yes selected. Manufacturing evaluation conclusion: although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for the alarms could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported patient outcome could not be conclusively established. The submitted controller event log file captured several transient low flow fault flags were captured from 07:36:50 am through 08:53:39 am on (B)(6) 2018, corresponding with the calculated flow reaching values below the low flow threshold of 2.5 lpm. During this time, calculated flow ranged between 0.7 and 4.7 lpm. These faults resulted in 9 low flow hazard alarms, which ranged in duration from 1 second to approximately 33 minutes. A specific cause for these alarms could not be conclusively determined through this evaluation. The remainder of the log file captured the pump being disconnected and powered off by 11:01:25 am. Despite the observed alarms, the pump appeared to have functioned as intended throughout the submitted data. The pump was returned assembled with the pump cable intact. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was observed adjacent to the outflow graft attachment. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture similar data to the submitted controller log files. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was found deceased at home in bed. Log files reviewed by the manufacturer's technical services revealed low flow alarms that appeared to be physiological in nature. A cause for the patient's death was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files identified low flow alarms, a specific cause for the alarms could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 lvas and the reported patient outcome and ventricular fibrillation could not be conclusively established. The submitted controller event log file captured several transient low flow fault flags were captured from 07:36:50 am through 08:53:39 am on (B)(6) 2018, corresponding with the calculated flow reaching values below the low flow threshold of 2.5 lpm. During this time, calculated flow ranged between 0.7 and 4.7 lpm. These faults resulted in 9 low flow hazard alarms, which ranged in duration from 1 second to approximately 33 minutes. A specific cause for these alarms could not be conclusively determined through this evaluation. The remainder of the log file captured the pump being disconnected and powered off by 11:01:25 am. Despite the observed alarms, the pump appeared to have functioned as intended throughout the submitted data. The pump was returned assembled with the pump cable intact. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was observed adjacent to the outflow graft attachment. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture similar data to the submitted controller log files. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that ems arrived at the patient's home and found her in bed and unresponsive. The patient was attached to all of her equipment and there were no alarms when they arrived. They found her in pulseless electrical activity (pea) arrest with pupils that were fixed and dilated. They performed CPR and cardioverted when she went into ventricular fibrillation. She was shocked by her ICD but they were unable to get her back to perfusing rhythm. Family refused autopsy. No further information was provided.